Event description:
It was reported that during the recanalization procedure in the common femoral artery via ipsilateral retrograde approach, the catheter shaft was allegedly kinked after four minutes of activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual inspection, no kinks noted to the catheter. Material separation was noted between the outer catheter and the distal tip. Core wire was also noted to be broken within the catheter shaft. The catheter shaft was noted to have a tears approximately 0.7cm from the distal tip. Therefore, the investigation is confirmed for the material separation, core wire fracture and torn material. However, the investigation is unconfirmed for the material deformation as there is no kink observed during evaluation. A definitive root cause for the alleged material deformation and identified torn material, material separation, core wire fracture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during the recanalization procedure in the common femoral artery via ipsilateral retrograde approach, the catheter shaft was allegedly kinked after four minutes of activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.